Event description:
It was reported that the touch screen on the system monitor had a malfunction in the operating room. The system monitor was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system monitor screen issue preventing the pump settings to be configured was not able to be reproduced. The system monitor serial number (B)(6) was returned and evaluated at edc service center. The system monitor booted as intended and it was confirmed that it was loaded with a software 7.32. The touchscreen was tested and passed all the tests. The system monitor functioned as intended during the evaluation and the reported event was not able to be reproduced. The system monitor will be scrapped. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. The device history records were reviewed, and the records revealed that the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instruction for use (IFU), under section ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data¿ flashes on the screen. According to this section, if the system monitor still does not work, please contact abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the top of the touchscreen did not work, and it was impossible to configure the pump.